Event description:
It was reported that the pt was hospitalized for hypoglycemia. The pt's mother reported that the pt was connected to the infusion set during the rewind and load cartridge process, and the pump delivered insulin during the load cartridge step.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history for this pump and confirmed that it was operating within required specifications at the time of release. The pt's mother reported that the pt was connected to the infusion set during the rewind and load cartridge process. The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed.